Event description:
Triage cardiac devices demonstrated low recovery results for ckmb and tni while testing with controls.

Manufacturer narrative:
Product support tested the returned customer devices (w44467) against qc retained devices (w44467) with qcr cal c, e, and g for observations for low recovery of ck-mb. Product support observed low bias in recovery, ranging from 62%-85%, for each analyte at every level. Multiple data points were below the mfg 2sd range for ckmb. Low recovery for each analyte has been documented with (B)(4). Product support confirmed low tni, ck-mb and myo recovery on cardiac device lot w44467. Recovery was between 56% - 85% when devices were tested against in-house calibrators. Devices returned from the field recovered lower than in-house qc retains. Issue (B)(4) was opened in order to review the lot further and determine possible further action. CAPA (B)(4) has been initiated and a recall, 2027969-04/28/09-002-r has been initiated for the lot in question.